Event description:
It was reported that during an exploratory laparoscopy and appendectomy procedure, the tip of the reload broke off and the reload also came out of the device. The piece that broke off was retrieved from the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 04/02/2012. Cartridge. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Appendix. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What color cartridge was being used? Vascular. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? Na. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What were the patient¿s pre-existing conditions? No. Does the patient have any relevant history of surgical treatments? If so, what? Lap hysterectomy. How long has the surgeon been using this device for this procedure (in years)? 1 + yrs. Was there a recent conversion to ees devices in this account or with this surgeon? Na. Were there any malformed staples noticed? No. Was the staple line incomplete or did it exceed the cut line? No. Was the patient taking any anticoagulants or dvt prophylaxis? No. The analysis results found that the device was received in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples and damaged at proximal end. The cartridge was taken off of the device and placed back on and it click into place. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.